Event description:
It was reported that the c-arm would not initialize. A replacement system had to be used. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The data in the sram was found to be corrupt. The calibration files were reloaded and the system was tested. It was found to be working as intended and placed back into service.